Event description:
On 09-dec-2025, a company representative - service personnel contacted technical service to report that care assist es155/255/455, nul (product code p1170g0000040, serial number (B)(6), had a left siderail false latching. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the left siderail needed to be reconnected. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot siderails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the siderail cover, and make sure the mounting screws are tight. Repair or replace the siderail as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 30, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the left siderail to resolve the reported event. Based on this information, no further action is required.